Event description:
Report from europe of metal fatigue failures of a weld seam on spring arms MFR by ondal (B)(4) and sold under the trade name of "acrobat 2000." Specific info about the actual failures is unk. On 10/1/2009, it was learned that ondal performed testing of its spring arm through (B)(4). It was reported that when sample acrobat 2000 spring arms when fully extended with a weight of 20.3 kg placed on 700 mm from the weld joint, could fail on average after 8.72 years of use. The ondal acrobat 2000 spring arms are evidently the subject of regulatory activity in (B)(4). There are no reported or known failures of the acrobat 2000 in the united states. Usage of the acrobat 2000 in america (surgical lighting) has involved a short lever arm (500 mm) and lower loading (9.1 kg).

Manufacturer narrative:
Ondal (B)(4), is the foreign MFR of the acrobat 2000. It is unk whether (B)(6) is ondal (B)(4) united states designated agent. This initial report is submitted by (B)(6), as a purchaser of the acrobat 2000. (B)(6) has no specific info regarding the date, locations, or circumstances of any failure of the acrobat 2000 (presumably in europe). Though it was received no report of failure in america, (B)(6) has transmitted a field safety notice to its customers about this potential issue. (B)(6) has informally evaluated the acrobat 2000 in its device application and found no issue with the resiliency of the acrobat 2000 spring arm. (B)(6) continues to monitor and evaluated the situation.